Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter could not be fully undeployed for retrieval. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, an intellamap orion catheter was used. After insertion into the left atrium, the catheter was fully deployed to gather the chamber geometry. However, it could not be fully undeployed for retrieval. Multiple attempts to use the handle mechanism to undeploy the catheter were unsuccessful. Consequently, the catheter was forced into the transseptal sheath and was eventually removed. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.